Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of valve malfunction is inconclusive because the clinical conditions could not be adequately reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed blood residues throughout the catheter. Two needleless injection caps were returned attached to the luer of the catheter. The needleless injection caps were removed for functional testing and microscopic observations. A functional test of attempting to aspirate water through the solo valve using a 12 ml syringe revealed the catheter aspirated water without any resistance. A functional test of infusing water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion. The catheter was subsequently charged with water and suspended upside down to test the valve function. No water was observed to leak from the solo valve during functional testing. A microscopic observation of the valves inside the solo hub before functional testing revealed nothing remarkable along the valves. A microscopic observation of the valves after functional testing revealed nothing remarkable along the valves. The alleged failure of the device could not be reproduced; however, conditions such as catheter tip location or other unknown clinical factors may have contributed to an observed failure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC was inserted on (B)(6) 2025 and worked without any problems. A blood sample was taken in the morning on (B)(6) 2025. 3 hours later, the PICC could no longer be flushed, a small trace of blood was visible in the tube. After actilyse application, the PICC can be flushed again and blood reflux is present again. 1 hour later, nursing noticed that nacl was running out of the PICC --> non-return valve no longer working. An additional non-return valve is then always fitted. PICC pulled on 11/17-25, a new PICC line had to be inserted for further treatment. No patient harm.